Event description:
Additional information was received from a healthcare provider via a company representative stated that the company representative (rep) was not at the surgery on (B)(6) 2024 but was told that the healthcare provider (hcp) was unable to place the spinal segment of the catheter due to patient's anatomy and stenosis. So, he only placed the pump and pump segment of the catheter. He then scheduled the patient for magnetic resonance imaging (MRI) and then scheduled another surgery for the spinal segment. The second surgery was on (B)(6) 2024. He was able to place very quickly because he knew from the MRI where the patient had stenosis. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8598a, serial# (B)(6), product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(6), ubd: 08-jun-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver compounded baclofen 500mcg/ml at 3.18mcg/day. It was reported that, during a pump implant on (B)(6) 2024, the physician attempted to access the intrathecal space when implanting the spinal aspect of an 8598a catheter. The physician was unable to thread the catheter. It was determined that the patient would go for magnetic resonance imaging (MRI) and a potential catheter revision to connect the pump segment and the pump to the spinal aspect of the catheter. In regards to environmental, external, or patient factors that may have led or contributed to the issue, these factors were unknown. The patient would be following up with diagnostic imaging. At the time of this report, the issue was not resolved. The patient status was "alive-no injury". The patient's weight was asked but was unknown and the patient's medical history was asked but would not be made available.

Event description:
Additional information was received from a healthcare provider stated that the magnetic resonance imaging (MRI) was completed, and stenosis was found during the exam. The catheter revision was scheduled for (B)(6) 2024. Outcome: not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.